Event description:
Additional information received from the manufacturer representative (rep) indicated that they met with the patient that day. It was noted that they patient had good symptom relief after implant in (B)(6) 2016, and it lasted for about three months. The patient was not clear on exactly when they experienced symptom return, but mentioned that they had no sensation before the urine began leaking out of them. The rep discussed how to change programs, and selected a new program that the patient had not yet tried. The patient was going to use the new program for about two weeks, and if there wasn't improvement, they would try a new program that they hadn't yet. The rep stated that they attempted to help the patient with the device as their training allowed, and had no further information regarding the e. Coli infection.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. The patient reported a loss of therapy. The patient reported that she ¿had been urinating a whole lot for the past 3 days¿ ((B)(6)2017). The patient reported that she increased stimulation from 2.8v to where she could feel it at 2.9v. There were no falls or traumas related to this issue.

Event description:
It was later reported that patient called back reiterating that her interstim system was still not working to relieve her urinary symptoms, noting that her urine was just draining out of her and was having to wear pads. Patient mentioned that some of her lab results are low, but didn't know what the results were for. Patient mentioned not being able to eat anything, and she needed a mammogram and needs to see a liver doctor. Patient was requesting an appointment with local rep, noting that she saw her managing hcp, but they didn't request a rep to be there and she was unable to be reprogrammed at that time as a result. Patient has another appointment scheduled for (B)(6) 2017, but she does not want to wait that long. The patient was redirected to back to the managing hcp. Representative later reported that patient had two appointments with rep to see her in the doctor¿s office and cancelled both. The rep has another appointment for her on (B)(6). She also had an e. Coli infection that was not being treated with the correct antibiotic per the medical assistance (ma) in the office and that could be complicating her urinary conditions. No further patient complications have been reported as a result of this event" in the event description.